Event description:
Device complication: none, time of complication: after the procedure was finished. Symptoms: hypotension - asymptomatic. It was reported that the carotid stenting procedure was in 2005. The delivery and placement of the device was successful and there were no device performance issues. After procedure ended, the patient experienced hypotension - asymptomatic. It is unknown if the condition was related to the device. The patient was treated with vasopressors/intropes, and the symptoms were resolved; however, this event resulted in prolonged hospitalization. No additonal information available.